Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which water invaded the scope connector and led to an abnormality of electronic parts. As a result, the suggested event occurred. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and an e315 unsupported scope error was found. Additional findings are as follows: the light cover glasses and optical cover glass were stained, the distal end adhesive and switch were worn, the contact pins were corroded on the plug body, there was water ingressed in the suction connector, the up/down and left/right angles had evident play; and the up. Down, left, and right angles failed and were not to specification. The moisture indicator has been triggered and there was evidence of fluid ingress within the plug body. It could not be confirmed how the fluid had entered the instrument; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an unspecified malfunction while using the evis lucera elite colonovideoscope. The issue occurred during maintenance, and there was no procedural or patient involvement associated with the event. The device was returned and evaluated, and an e315 unsupported scope error was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.